Event description:
User reported on 11/14/2007 that during an arteriogram procedure, the c-arm was making a popping noise and after several intermittent pops the system shutdown. C-arm had 20 minutes of fluoro time when problem occurred. The system was pulled out of the room and an alternative system was brought in to complete procedure. There was no pt injury and the procedure was completed with no further incident.

Manufacturer narrative:
Could not duplicate problem. Cleaned and re-greased high voltage candlesticks and tested system. System operating as intended.